Manufacturer narrative:
D3: street 1, MFR region, country code, postal code, h3, h6: annex b, annex c, annex d <(>&<)> annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that the joint position sensor (jps) brooming script was performed on robotic arm joint 2 (ra_j2) and the arm is now functional. Evaluation of the device data indicates there were no issues with the reported aca. Evaluation of the arm cart assembly confirmed the reported condition. The most likely cause was traced to a component failure of the potentiometer. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during robotic laparoscopic diaphragmatic hernia repair procedure, arm cart assembly(aca) triggered a non recoverable error. It was restarted and passed calibration, and then continued to be used. While the patient was under anesthesia, there was a 5 minutes delay to the procedure because of the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during robotic laparoscopic diaphragmatic hernia repair procedure, arm cart assembly(aca) triggered a non recoverable error. It was restarted and passed calibration, and then continued to be used. While the patient was under anesthesia, there was a 5 minutes delay to the procedure because of the issue. There was no patient injury.